Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 1.6; repeat inr = 3.6. Therapeutic range = 2.0-3.0. Testing performed within an hour. Several drops of blood were added to the test strip.

Manufacturer narrative:
Investigation pending.